Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the bd 30ml model 302832 syringe was not recognized in patient-controlled analgesia module. The module was used for demonstration purpose during site visit. There was no patient involvement.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer?, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of the device not recognizing approved syringes could not be determined via laboratory testing or a review of the device logs. The suspect pca module was inspected externally and internally. No damage was found to any of the electronic or mechanical components. All parts inspected are manufactured by bd. A review of the returned suspect pca module error logs showed no malfunctions. A review of the returned suspect pca module event logs showed that the unit recorded two successful selections of a bd 30ml syringe at 12:01 pm and 7:33 pm. Functional testing and syringe recognition test results showed that the returned suspect pca module would correctly detect a bd 30 ml syringe. Accuracy test results showed that the device was measuring within specification. Preventive maintenance test results showed that the device was working within specification. Syringe loading alaris¿ pca and syringe modules tip sheet states that if the installed syringe is loaded correctly but not recognized, check for the following: if a label is between the syringe barrel and the barrel clamp, make sure that it does not erroneously enlarge the barrel size of the syringe. If a needle-free valve or other component is added to the syringe, ensure that it is no larger than the diameter of the syringe barrel. Alaris system user manual (v12.3), states; instruments are tested and calibrated before they are packaged for shipment. To ensure proper operation after shipment, it is recommended that an incoming inspection be performed before placing the instrument in use. Testing of the bd 30ml syringe model 302832 could not be performed due to it not being returned for investigation. The device had no patient involvement (npi). The pca device is used for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: pca module s/n: (B)(6) wo: (B)(4). Device was disassembled for this investigation, please ensure proper assembly, torquing of screws, and appropriate testing is performed. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not be picking up the cost of the incidental repairs. Root cause: the root cause of the reported issue of an unknown syringe installed was not able to be identified after laboratory testing. Test results showed that the device was working within specification and no fault was found. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the bd 30ml model 302832 syringe was not recognized in patient-controlled analgesia module. The module was used for demonstration purpose during site visit. There was no patient involvement.